Event description:
An alleged patient of a medical professional entered a negative review alleging complications associated with a 3d max implant. It was stated, "the doctor used a type of mesh to repair my hernia that is known for causing chronic pain (bard 3dmax) that is currently under litigation. I myself have been in extreme discomfort since my procedure last year". The posting alleges the patient is seeking medical opinion/treatment for what is alleged as extreme discomfort.

Manufacturer narrative:
No conclusions can be made as to the cause of the alleged post-op discomfort. In follow up, the surgeon is not aware of any patient treated having post-op complication of this nature with 3dmax. The post did not provide name/information about the person posting the allegation to allow for direct follow up with the alleged patient. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the allegation stated the patient was treated last year, as such the date of event is a best estimate of (B)(6) 2022. Not returned - remains implanted.